Event description:
The sales rep reported: today I received a call from rep alerting me there was an incident in (B)(6) with a codman 3000 pump patient. Rep gave me some of the details but asked me to call (B)(4) who works with the clinician to get all of the information. I called (B)(4) and left a voicemail. (B)(4) returned my call and told me the following: a codman 3000 patient who has had her pump ¿for 6 or 7 years¿ came to the clinic for a refill. The person at (B)(6), who was ¿very familiar¿ with the codman pump and refill, used a codman refill kit to empty and refill the patient¿s pump. She emptied 7cc¿s and this was, plus or minus 1cc, the expected amount. Then she refilled the patient with 30cc¿s of medication. Once this was done the patient showed ¿sings of a spinal¿ and ¿lost all sensory¿. The clinic called 911 and emptied the pump. They got back 34cc¿s. When I spoke with (B)(4), the patient was in the ER. I have asked (B)(4) to keep me in the loop and when I hear more about this patient I will let you know. (B)(6) 2014, rep reported that (B)(4) suspects the patient somehow received a spinal. Yes, an overdose. I do not know the drug or concentration that was used for the refill. (B)(6) 2014, additional information explained ,yes, the pump is still implanted but (B)(4) told me they plan to have it explanted. I will make sure if/when they do it is sent back to codman. (B)(4) suspects the patient somehow received a spinal. Yes, an overdose. I do not know the drug or concentration that was used for the refill. I don¿t have the serial number of the pump. (B)(6) 2014, email to customer appears from the email below (referenced email on (B)(6) 2014 from customer) that the device will be explanted; has this revision occurred yet or do you have a date when this will be explanted? (B)(6) 2014, response email from customer: thanks for the follow up. I left a voicemail for the pathology department at the (B)(6) this morning. When I hear back from them I will confirm their address and a contact name there. I believe the explant is scheduled for friday (B)(6). The pump will be returned to codman after implant and going through pathology.

Manufacturer narrative:
Several attempts to acquire the pump and further information regarding the pump such as product code, serial number and patient name proved unsuccessful. Furthermore, without the serial number it is not possible to review the device history records. If further information regarding pump serial number is reported the DHR will be reviewed. At this time this complaint is considered to be closed,. Should the pump be returned at a later date this complaint will be re-opened and an investigation will be performed. Complaint sample not returned.

Event description:
5/22/14 email received from customer stated that explant date was rescheduled to (B)(6) 2014. As of 6/28/14 the complaint sample has not been returned and this complaint is considered closed.

Manufacturer narrative:
Upon completion of an investigation a follow up report will be filed.